Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported a device error report: near end pressure sensor auto zero failed. There was no patient involvement. The authorized service provider (asp) confirmed the reported problem. Asp checked the setup and trachea and found that the trachea leaked. The asp reconnected trachea. The bootup check was performed and passed. The device was returned to full functionality. Based on information provided and/or service performed, the customer's alleged complaint was confirmed.

Manufacturer narrative:
H11: the authorized service provider (asp) confirmed the reported problem. The asp checked the setup and tubing, found that the tubing leaked. The asp reconnected tubing. The boot up check was performed and passed. The device was returned to full functionality.